Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 152 mg/dl, 170 mg/dl, 135 mg dl, 24 mg/dl, 150 mg/dl, and 142 mg/dl when all tests were performed within 10 minutes on the complete system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.